Manufacturer narrative:
D4: UDI (B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 226491 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 226491 and device part number 195-430h/ lot 223470. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 226491 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false positive result using binaxnow covid-19 ag self test on (B)(6)2023 with an unknown sample type. Pcr testing was performed two days prior (B)(6)2023 generating a negative result. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
D4: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false positive result using binaxnow covid-19 ag self test on (B)(6) 2023 with an unknown sample type. Pcr testing was performed two days prior (B)(6) 2023 generating a negative result. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.a1 h3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false positive result using binaxnow covid-19 ag self test on (B)(6) 2023 with an unknown sample type. Pcr testing was performed two days prior (B)(6) 2023 generating a negative result. No additional information, including patient outcome or treatment, was provided.